Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was reported to be due to "the patient lifting heavy items against advice" (no further detail was provided). Peritoneal dialysis therapy was ongoing at the time the hernia developed. The location of the hernia was stated to be "near the patient's belly button". On an unreported date, the patient was hospitalized for the event. The patient was in the hospital at the time of this report. On an unreported date within the same month as onset, the patient underwent surgical hernia repair for the event. It was not reported if apd therapy was ongoing at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). After review of the information provided; the device is no longer suspect for this hernia event. Should additional relevant information become available, a supplemental report will be submitted.